Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm during a case. There was no patient injury.